Event description:
Customer reached out on 10/26/2020 to let saalt know after wearing their cup for 11 hours it began to leak and they were not able to remove their cup. They chose to seek medical care for the removal of their cup. Saalt followed up with additional questions. Customer responded with the information we requested. She said she had a hard time grasping the base of the cup, and that the cup had been inserted for 18 hours by the time it was removed by a medical professional. She said the doctor removed the cup with forceps and disposed of the cup after it was removed. The doctor did not note that anything about the customer's cervix height after they removed the cup. The customer did not reach out to saalt while they were trying to remove their cup, and they did not provide a photo of the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."